Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device was not responding, appeared to be non-functional, and the remote support service indicated the device was offline. The field service engineer (fse) confirmed that customer had successfully resolved the reported issue without requiring on-site assistance, and normal device operation was restored. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower nelsb-cs, the device was unresponsive and appeared to be non-functional, with remote smart service (rss) showing the device as offline. Unplugging the machine did not turn off the display. However, there were no delays, adverse events or injuries reported based on this event.